Manufacturer narrative:
The g4 user guide states, "the transmission range from the transmitter to the pump is up to 20 feet without obstruction." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm occurred during basal delivery. A new cartridge was loaded and insulin was resumed successfully. There was no adverse impact to the customer's blood glucose (109 mg/dl). Additionally, the customer reported that while sleeping, an out of range alert occurred. Reportedly, customer wears sensor on the shoulder while sleeping which caused body parts to be in-between the pump and transmitter. Customer reported the issue was resolved and declined troubleshooting with tandem technical support. There was no adverse impact to the customer due to the out of range issue.